Event description:
It was reported that a revision surgery was performed. The cause is unknown.

Manufacturer narrative:
The as-received components were returned and evaluated using stereomicroscope and macroscope. Some burnishing was observed in the proximal articulating areas and gouging and wear were found on the distal surface of the insert. The gouging and wear on the distal surface indicates the patient was loading the insert while it was dislocated. Additionally, the anterior lock did not show rounding of the corners which indicates that the insert likely was not fully locked. A fully locked insert would typically show mild rounding in the areas where the insert engages the tibial tray anterior locking mechanism. Damage was also observed on the inferior surface of the posterior locking mechanism indicating that the locking mechanism had been riding on the tibial tray locking mechanism. It is not known whether the damage to the posterior lock occurred after the insert disassociated or during loading after initial insertion of the insert.